Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of over 800 mg/dl. The customer¿s current blood glucose was 189 mg/dl. The customer had symptoms like nausea and vomiting and dehydrated. The customer treated with manual injections. The customer blood glucose was 167 mg/dl when her husband was asked. Customer was wearing the insulin pump at time of hospitalization. The troubleshoot was done for no delivery alarm and the event was resolved by complete set change. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Evaluated one open/used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Reservoir was filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx insulin pump. Performed insulin pump manual prime, visual fluid flow through infusion set and out catheter tip. In conclusion the reservoir was not occluded.